Event description:
It was reported that when the pt was given the operation of jugular vein puncture, the hemostatic clamp on the artery side was broken and failed to stop bleeding (B)(6) 2014. The pt lost 5-10ml of blood; medical intervention was not necessary to treat or prevent serious harm. The device was removed and a new device was placed.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexe0029 showed no other similar product complaint(s) from these lot numbers.